Event description:
It was reported that pump displayed recurrent cartridge alarm during load process despite caller following prompts and waiting to remove used cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump with updated software under warranty, instructed customer to place problematic pump in storage mode and return it within required timeframe using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.